Event description:
Physician in picu placing a central line in right femoral artery of a very ill baby in acute respiratory distress. The wire broke. Stat x-ray done and confirmed the broken piece was in the femoral area. Surgery consult obtained. Due to pt's critical condition piece of wire was left in place. Surgeon placed a central line in a different location. Pt's condition was unchanged after the incident.